Manufacturer narrative:
This MDR reflects the 1 catheter that was used. Correction as reported code/annex a code changed to reflect needle through catheter based on the additional information received. Device evaluation: a complaint history record(chr) review could not be performed as no material and batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample/batch/lot number information. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
5 august 2024: thank you for your previous response. We need to clarify information regarding the 20 gauge catheter. It is stated that "20g IV catheter had plastics shred coming off the sheath of catheter, rn said this has happened twice". Did the 20 gauge event stated above occur because the needle pierced the catheter resulting in fraying? No. If no, please describe the malfunction. The product came with needle already piercing through the catheter. Were the catheters used on patients? 1 was. Was there any serious harm requiring medical intervention to the patient? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch # 3363125 with no material number provided. Batch not found, material not found. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd insyte autoguard plastic coming off of the catheter. The following information was provided by the initial reporter: 20g IV catheter had plastics shred coming off the sheath of catheter, rn said this has happened twice.